Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent a semi-emergency endovascular treatment for impending abdominal aortic aneurysm rupture using gore® excluder® conformable aaa endoprosthesis with active control system (excc) and gore® excluder® aaa endoprosthesis. After deploying all the planned devices, a type ia endoleak was noted. Therefore, an additional aortic extender component (pla360400j) was deployed at the almost same level as the excc. The type ia endoleak disappeared; however, blood flow into the right renal artery also almost disappeared. Considering the patient¿s advanced age, no additional treatment was given and a wait-and-see approach would be taken. The patient tolerated the procedure. The reporting physician commented as follows: the blood flow into the right renal artery was remaining until deploying pla360400j though the flow was weak originally. Since the flow in the left renal artery was intact, the procedure was concluded as it was.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.